Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v344622, product type: lead. Product ID neu_perc_extension, product type: extension. Product ID 3889-28, lot# v344622, implanted: (B)(6) 2009, product type: lead. Product ID 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
The manufacturer representative reported that the patient was there for a replacement of their lead and battery since the battery showed only 6 months of battery left. Prior to surgery the manufacturer representative tested impedances and all were greater than 4000 ohms. The patient had 2 leads and the health care provider (hcp) and manufacturer representative didn¿t know there were 2 leads until they saw them on the x-ray. The hcp¿s intention was to remove the lead and put in a new lead. When the hcp opened up the pocket to remove the lead it fractured and they went to the other lead that was capped. The hcp tried to put the lead into the new implantable neurostimulator (ins), but it got stuck and they couldn¿t get it all the way in or back it out. The capped lead eventually broke as well. Both leads were deemed unusable as they had bad impedance readings and wouldn¿t connect to the new ins. When the hcp attempted to remove the leads, both leads fractured and were not functioning. The hcp tried to remove the leads by making a nick incision at the lead placement site and dissecting down around the scar tissue, but the leads still fractured. The leads were partially explanted on (B)(6) 2016. The patient ended up leaving the or with 2 fractured leads in s3 on the right and left sides and had no intact device. The patient couldn¿t have a replacement done because the hcp and manufacturer representative were not comfortable placing a new lead near a fractured lead in s3. Since the patient had one on each side they didn¿t have any good options. The hcp wanted to get the patient¿s permission before going deeper to remove the broken lead so they could place a new lead wire. The issue was not resolved at this time. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that all conductors were broken at the distal end of the returned segment. Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken at or near the tines. Three unknown conductors were broken underneath the proximal marker band at the distal end of the returned segment. Analysis of the percutaneous extension found that the distal end of the extension connector had the #0 and #3 connectors twisted in molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.